Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the luer lock separated from the cartridge patient line tubing. The customer's blood glucose level was 280 mg/dl and it was addressed by changing out the supplies.